Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 10-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. In (B)(6) 2015, consumer began to experience symptoms that included, but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (interpreted as mood swings), discharge, hot flashes, painful intercourse, and back pain. On (B)(6) 2016, it was determined that consumer required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. The relationship between the events and essure is related by the consumer. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented sharp stabbing pelvic pains and heavy bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, consumer experienced sharp stabbing pelvic pains and heavy bleeding during essure's use. She underwent pelvic surgery to alleviate the symptoms, around 8 years after insertion. This case was regarded as incident, since surgical intervention was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain, pain") and genital haemorrhage ("heavy bleeding, bleeding") in a (B)(6) year-old female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia in 2006, multi gravida, parity 3 ((B)(6) 2002; (B)(6) 2006; (B)(6) 2008) and cholecystectomy. Patient had no histopathologic abnormality, hyperplasia and malignancy. Concurrent conditions included body mass index normal, rubber sensitivity, rash, itching, hives, penicillin allergy, leg operation, back surgery, adenomyosis and . Concomitant products included anaesthetics (anesthesia), cyclobenzaprine hydrochloride (flexeril) since 2014, fluorescein, montelukast (singulair) since 2013 and sertraline (zoloft) since 2013. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("cramping"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). On an unknown date, the patient experienced sexual dysfunction ("apareunia"), nausea ("nausea") and migraine ("migraines"). The patient was treated with cilest (ortho tri-cyclen), surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, dyspareunia and abdominal pain lower had resolved. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, sexual dysfunction, nausea and migraine had resolved and the incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, sexual dysfunction, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Ultrasound scan - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2018: new reporters, patient demographic information, product onset and removal dates updated, indication, lot no, new events vaginal haemorrhage, menorrhagia, abdominal pain lower, sexual dysfunction, nausea and migraines, surgery ticked for the previously captured event genital haemorrhage. Outcome for the events pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower, dyspareunia, sexual dysfunction, nausea and migraines added as recovered / resolved and action taken with drug added.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure tubal devices could not be seen in the corneal areas"), pelvic pain ("sharp stabbing pelvic pain, pain") and genital haemorrhage ("heavy bleeding, bleeding") in a 33-year-old female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia in 2006, multi gravida, parity 3 ((B)(6) 2002; (B)(6) 2006; (B)(6) 2008) and cholecystectomy. Patient had no histopathologic abnormality, hyperplasia and malignancy. Concurrent conditions included body mass index normal, rubber sensitivity, rash, itching, hives, penicillin allergy, leg operation, back surgery, adenomyosis and uterine bleeding. Concomitant products included anaesthetics (anesthesia), cyclobenzaprine hydrochloride (flexeril) since 2014, fluorescein, montelukast (singulair) since 2013 and sertraline (zoloft) since 2013. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("cramping"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), female sexual dysfunction ("apareunia") and nausea ("nausea"). The patient was treated with cilest (ortho tri-cyclen), surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (ablation on (B)(6) 2016, hysteroscopy, dilation and curettage.). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, dyspareunia and abdominal pain lower had resolved. At the time of the report, the device dislocation, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush and back pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, female sexual dysfunction and nausea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram: in (B)(6) 2008: total bilateral occlusion. Ultrasound scan: in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-apr-2018: medical record received. Events added: device dislocation. Concomitant disease was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure tubal devices could not be seen in the corneal areas"), pelvic pain ("sharp stabbing pelvic pain, pain") and genital haemorrhage ("heavy bleeding, bleeding") in a 33-year-old female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia in 2006, multi gravida, parity 3 ((B)(6) 2002; (B)(6) 2006; (B)(6) 2008) and cholecystectomy. Patient had no histopathologic abnormality, hyperplasia and malignancy. Concurrent conditions included body mass index normal, rubber sensitivity, rash, itching, hives, penicillin allergy, leg operation, back surgery, adenomyosis and uterine bleeding. Concomitant products included anaesthetics (anesthesia), cyclobenzaprine hydrochloride (flexeril) since 2014, fluorescein, montelukast (singulair) since 2013 and sertraline (zoloft) since 2013. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("cramping"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), female sexual dysfunction ("apareunia") and nausea ("nausea"). The patient was treated with cilest (ortho tri-cyclen), surgery (total laparoscopic hysterectomy and bilateral salpingectomy), surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (ablation on (B)(6) 2016, hysteroscopy, dilation and curettage.). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, dyspareunia and abdominal pain lower had resolved. At the time of the report, the device dislocation, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush and back pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, female sexual dysfunction and nausea had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Ultrasound scan - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: dysmenorrhea, device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 15-sep-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no (B)(4) can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented sharp stabbing pelvic pains and heavy bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, consumer experienced sharp stabbing pelvic pains and heavy bleeding during essure's use. She underwent pelvic surgery to alleviate the symptoms, around 8 years after insertion. This case was regarded as incident, since surgical intervention was required. Other non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.